Manufacturer narrative:
The report received from the field indicated that the physician has noted that the 7 fr. Vista brite tip xb4/sh catheter tip split in half as it was straightened out to insert into the catheter sheath introducer (csi). The catheter was no clinically used in the patient. There was no reported patient injury. Attempts to obtain additional information have been unsuccessful. The product was not returned for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited information available, and no product return, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
The report received from the field indicated that the physician has noted that the 7 fr. Vista brite tip xb4/sh catheter tip split in half as it was straightened out to insert into the catheter sheath introducer (csi). The catheter was no clinically used in the patient. There was no reported patient injury. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.